Event description:
The account reported a negative axsym bhcg result of 0 iu/ml on a patient. Medics stated that the negative result was not plausible. A new sample was drawn from the patient and a positive result of 192 iu/ml was generated. The initial sample was retested and also generated a positive result of approximately 192 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
The customer was instructed to replace the probe and perform a reproducibility test. The reproducibility test was acceptable. Based on the available information, the exact cause of the negative bhcg result could not be determined. The axsym analyzer performed acceptably after replacing the probe. The patient sample was not retested with the new probe. The axsym system operation manual contains labeling designed to assist the customer with instrument troubleshooting and maintenance. Section 10: troubleshooting and diagnostics, observed problems, "results erratic, discrepant, and/or experiencing imprecision" lists multiple probable causes and corrective actions for inconsistent results. Corrective actions listed in the operations manual also refer the operator to the assay-specific package insert for processing samples. This is the final report.